Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap bso (dr. (B)(6)) - "reported by (B)(6) (cst) and (B)(6) (rn), that the cd001 was inserted into the abdomen through the trocar, and when the bag was deployed, the bag fell out of the introducer into the abdomen and was not connected to the metal arms. There was a second device (cd001) introduced into the case, which deployed with no issues. When the bag was extracted through the incision site with the specimen, the second device ruptured (in same case), but the staff was in agreement that the surgeon may not have made the incision large enough and may have been a "user error" and not a manufacturing concern. For that reason, they were not reporting two separate issues." Patient status - nothing abnormal reported.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Engineering determined based on the information received by the complainant that the likely root cause is use error. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. Instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to FDA.